Event description:
Burned my skin causing parts to bubble up/itching feeling/painful [burns second degree], make my skin loose [skin laxity]. Narrative: this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date at unknown frequency for pain feeling in that area. The patient medical history and concomitant medications were not reported. The patient stated "on thursday (B)(6) 2021 I applied a thermacare patch to the back of my neck, in between my shoulders in hopes to help ease the pain I was feeling in that area. I applied the patch around 7:00 pm right before my 12 hour work shift. I am a 911 police dispatcher and work nights. The package in which the patch comes in says relief up to 16 hours. I had the patch on from 7:00 pm to 1:00 am when I couldn't take the itching feeling I was getting in that area. I had a co worker remove it for me and she was shocked by what she saw. The patch had burned my skin causing parts to bubble up and make my skin loose in 2021. I had purchase burn ointment and apply it because it was so painful. This patch should not have done this to me. I am extremely disappointed and now traumatized by this. I would hope that thermacare stands by their products and supports the customers who experience situations like this." The action taken in response to the events for thermacare heatwrap was unknown. The events outcome was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The citi search returned a total 57 complaints for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing related process root cause for a complaint of adverse event/serious/unknown. A citi complaint trend search was performed for the subclass adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products, nsw 8hr (B)(6) 2018 to (B)(6) 2021. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Event description:
Event verbatim [preferred term] burned my skin causing parts to bubble up/itching feeling/painful [burns second degree], make my skin loose [skin laxity], , narrative: this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at unknown frequency for pain feeling in that area. The patient's medical history and concomitant medications were not reported. The patient stated "on thursday (B)(6) 2021 I applied a thermacare patch to the back of my neck, in between my shoulders in hopes to help ease the pain I was feeling in that area. I applied the patch around 7:00 pm right before my 12 hour work shift. I am a 911 police dispatcher and work nights. The package in which the patch comes in says relief up to 16 hours. I had the patch on from 7:00 pm to 1:00 am when I couldn't take the itching feeling I was getting in that area. I had a co-worker remove it for me and she was shocked by what she saw. The patch had burned my skin causing parts to bubble up and make my skin loose in 2021. I had purchased burn ointment and applied it because it was so painful. This patch should not have done this to me. I am extremely disappointed and now traumatized by this. I would hope that thermacare stands by their products and supports the customers who experience situations like this." The action taken in response to the events for thermacare heatwrap was unknown. The events outcome was unknown. Product investigation results are as follows: the citi search returned a total 57 complaints for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing related process root cause for a complaint of adverse event/serious/unknown. A citi complaint trend search was performed for the subclass adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products. Based on this citi search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown for neck/shoulder/wrist (nsw) 8hr products, nsw 8hr (B)(6) 2018 to (B)(6) 2021. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (09feb2021): new information received from a product quality complaints group includes: product investigation results.